Event description:
The company was informed that during initial implantation, the pt reportedly experienced a csf gusher caused by insertion of electrode array and electrode placement in the vestibule. The pt's device was explanted. Pt could not be reimplanted due to csf gusher. There are no plans for reimplantation at this time.